Event description:
A consumer reported experiencing permanent damage to her vision and inability to wear contact lenses in future associated with wear of focus monthly visitint contact lenses. Request was made for additional info, however, no further info was provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as possible permanent loss of visual acuity." As there was no product or lot number provided, no detailed investigation of manufacturing records can be performed.